Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: j1803815, j1802792, j1816704. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will the product be returned for evaluation? If yes, please provide product return date and tracking number.

Event description:
It was reported that a patient underwent a meningioma extirpation procedure on (B)(6) 2018 and a drain was used. The drain was placed under the skin of the head. When removing the drain, the drain was broken in the ward. The patients head was reopened during reoperation on (B)(6) 2018. Currently, there is no problem with the patients condition. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Lot# j1803815 device manufacture date 02-2018, expiration date 02-2023. Lot# j1802792 device manufacture date 02-2018, expiration date 02-2023. Lot# j1816704 device manufacture date 04-2018, expiration date 04-2023. The device history records were reviewed for each of the 3 lots and the manufacturing criteria was met prior to the release of each lot. Product received for analysis, contains one piece of used drain. The drain has indented edge in its distal fluted area, appears to have torn. The drain could tear following damage in use (even slight cut or nick).